Manufacturer narrative:
The device was not returned for evaluation. In addition, a device history record (DHR) review was not required/performed as there was no allegation of a device malfunction. Investigation is ongoing.

Manufacturer narrative:
Additional information provided by the hospital operative report indicated the patient had development of perivalvular leak from the initial tavr procedure 4 months earlier and was symptomatic with shortness of breath. Per the report, an aortotomy was performed. On visualization the sapien valve appeared to be well seated along the left and right coronary cusps. However, there was no attachment to the non coronary cusp. The sapien valve was removed, moderate debridement was performed and a magna tissue valve was implanted successfully. Per the sapien valve instructions for use (IFU) and the thv training guide, paravalvular leak is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Per the device instructions for use (IFU), correct sizing of the bioprosthesis is essential to help prevent paravalvular leak of the bioprosthetic valve. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, patient and procedural factors leading to the sapien valve not being attached on the non coronary cusp of the native annulus appear to have caused or contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through the patient registry, approximately 4 months post transcatheter aortic valve replacement (tavr) procedure ((B)(6) 2013), the patient's valve was explanted due to paravalvular leak (pvl) and replaced with an edwards 23mm surgical valve.